Manufacturer narrative:
The force bipolar instrument was received for failure analysis. Investigation found the instrument had a bend at the base of the grip outside where the conductor wire was routed, causing misalignment of the grips. The grips do not show cracking damage. Components adjacent to the bend do not show damage.

Event description:
It was reported that during a da vinci-assisted salpingectomy procedure, the surgeon described that while sweeping the bowel out of the pelvis with the force bipolar instrument, a sharp, hook-shaped part that was normally covered by the hinge became exposed and hooked on the bowel. The surgeon was able to carefully unhook the instrument from the bowel resulting in only a tiny, superficial scratch with scant bleeding that did not require repair. After the instrument was freed, the jaws were opened and closed, resulting in the hook sliding back into place and the instrument worked fine. The surgeon reported there were no complications from the event.